Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information by technical support and was assisted in resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reoccurred.